Event description:
A registered nurse (rn) reported that a patient noticed leaking of the transfer set around the thread and exchange of the transfer set was necessary. The transfer set had been in use for 4-6 weeks and the patient had been on continuous ambulatory peritoneal dialysis (capd) for 2 years. The patient used a different kind of disinfectant than the most frequent. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
It was reported that during a procedure of the peroneal using a non-abbott atherectomy device, during removal of the atherectomy device it became stuck on the barewire at a kink and the guidewire distal tip detached. It was suspected that the atherectomy device which spins at about 25-74 rotations per minute (rpm) spun on the wire. The tip was retrieved using a 4 mm snare device. There was no radiographic evidence that any of the guidewire remained in the anatomy. The physician stated that a kink was present in the barewire possibly from the access at the high antegrade stick and a vessel bend. There was no reported patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a sample evaluation was not performed due to unavailable sample. The lot number was not provided; therefore a batch review cannot be conducted. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error- the patient used the alcohol-based hand disinfectant, septoderm (with possible transmission to transfer set/minicap). A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.